Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The results were not provided. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/area around the elevator were manually cleaned with aniosyme x3 detergent and infineed health dry sterile brushes (#brosec030) and asept inmed brushes (#201790). The scope was manually disinfected with aniosyme x3. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disenfectant. The customer stored the scope horizontally in a plasma typhoon cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, after a routine microbiological culture, the biopsy/operating channel on the gastrointestinal videoscope, tested positive for greater than one hundred (100) colony forming units (cfus) of various bacteria. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.